Event description:
It was reported that an asymptomatic patient presented via a merlin at home transmission. Non-sustained lead noise due to post-paced t-wave oversensing on the ventricular lead was noted. The patient did not receive therapy. Programming changes were recommended.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.